Event description:
The pt complained to the doctor concerning pain. The doctor revised the surgical area and noticed the kryptonite material was loose and not adherent. The doctor noted there was a possible infection in the surgical area. The doctor explanted the material.

Manufacturer narrative:
The tested kryptonite material performance was consistent with expectation and does not suggest a non-conformance. No noticeable differences (i.e., viscosity, mixing, etc.) Were observed with the suspect kits. The noted poor adhesion can also be attributed to insufficient or poor site preparation (light cleaning) which may result in less than optimal interconnectivity with the host site. Additionally, kryptonite is contraindicated for "use in a currently infected field or surgical site located near an infection" and "use in pts with the following; a recent untreated infection." It is not clear what may have contributed to the noted infection. There are several factors which may have played a role in creating an infection, including but not limited to; surgical procedure, improperly sterilized surgical instruments, personnel or device.